Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. The device was unable to complete download due to multiple displayable history crc check failed on startup alarms noted in alarm history screen, due to corrupted history file. Missing history was not verified due to history event file was overwritten. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer called to report the insulin pump had missing data when uploading to carelink for review. Blood glucose reading was 61 mg/dl. The insulin pump had gone into threshold suspend multiple times. This was found during a review of the alarms in the history file. Customer had treated with a soda. Advised that the insulin pump will be replaced. Nothing further reported.